Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated rv (right ventricular) oversensing. T-wave oversensing (twos) identified in stored electrograms from episodes (B)(6) 2016. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated. Rv capture thresholds generally at 2.5 volts since (B)(6) 2016.

Event description:
It was reported that the patient presented to their clinic due to their device alerts sounds. The right ventricular (rv) lead exhibited high thresholds, t-wave oversensing (twos), and undersensing. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.